Event description:
During an open heart surgical procedure, the device allegedly failed to delvier defibrillator energy to the pt using the internal paddles. A backup difibrillator and internal paddles were used with no other problems reported. No pt details were reported.